Event description:
It was reported that during a clinic visit the device could not be programmed and there was no output. The electrocardiogram (ECG) showed heart rate at 55 beats per minute with no device pacing. The physician indicated that there was battery depletion during the warranty period. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.